Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. It was also reported that the cannula was bent. Troubleshooting was performed. The programming and bolus histories were accurate. However, it was found that the pump had missing segments on the right side of the screen. A replacement pump was sent to be customer.